Manufacturer narrative:
(B)(4). A service call was performed at the site and the evaluation could not identify any anomalies. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. It is unknown if the patient was hospitalized or required treatment at time of event. The physician reported that he thought the enb navigation and the actual fluoroscopy image were not aligning and requested a system evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.